Event description:
Additional information was from the healthcare provider indicated that the device was working fine and that the infection was isolated to the cerebrospinal fluid. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8781 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/mll at 1988.8mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient was admitted to the ICU (intensive care unit) last week for an infection and has a ¿evd drain¿ (external ventricular drain) in right now. Per the healthcare provider the patient was septic so they are decreasing the itb (intrathecal baclofen) dosing in preparation for explant next week. The healthcare provider was inquiring how to put the dob/patient ID into the patient tab. The healthcare provider stated that they were unsure if the infection was related to the device or therapy but that the spinal fluid was not clear. No further complications were reported regarding the event.